Event description:
A copy of a journal article was rec'd by shiley which reported that a pt had surgery to replace their bjork-shiley delrin disc aortic heart valve due to regurgitation. According to the article, on admission to the hosp, the pt presented with symptoms of congestive heart failure. Surgery was done to replace the prosthetic aortic valve. The pt also had their prosthetic mitral valve and their natural tricuspid valve replaced during surgery. The pt survived surgery and had an uneventful recovery. According to the article, examination of the explanted delrin valve "showed an increase in the radial gap and also strut indentation grooves on the inflow and outflow sides". Subsequently, add'l info was rec'd from one of the authors of the article which reported the pt's date of explant, the name of the explanting surgeon, and the name of the explant hosp.